Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple45a device was returned in good visual condition and with seven ecr45b cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a roux en y procedure, on the third firing for the gastric pouch, the device appeared to push the tissue and some staples were incompletely formed. This issue occurred on the left side of the cartridge and minimal bleeding was noted. There was no blood transfusion required and bleeding was controlled by oversewing. The right side of the staple line was fine. The device cut the tissue, but it was believed the knife was dull. No buttressing material was being used. Another device was used to complete the procedure. There was no patient consequence.